Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the bellows cover slide was damaged, directly causing the reported malfunction. The slide was replaced and the issue was resolved. The customer has declined to return the damaged part to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry was unable to move in the x-axis. There was no patient present when this issue was identified. No additional details were provided.